Manufacturer narrative:
Date returned to manufacturer is unknown. The date of investigation was used. Medical device lot #: 7208893; medical device expiration date: 2018-07-31; device manufacture date: 2017-07-27. Medical device lot #: 7244959; medical device expiration date: 2018-08-31; device manufacture date: 2017-09-01. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had gel airbubbles caused no serious injury medical intervention.